Event description:
Pt's skin color changed to light green on most of body; urine, stools, and sputum also green. Reported approximately 3 days after initiation of tube feeding with blue dye #1 tablet in feeding set. Stopped dye in tube feeding. Three days later skin becoming less green. Another 4 days later skin, urine, and sputum are no longer green. Stools are still green.